Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation) . H3 (device evaluated by manufacturer) . H6 (identification of evaluation codes 10, 11, 3331, 3259, 19). Type of investigation #1: 10 - testing of actual/suspected device. Type of investigation #2: 11 - testing of device from same lot/batch retained by. Manufacturer. Type of investigation #3: 3331 - analysis of production records. Investigation findings: 3259 - improper physical structure. Investigation conclusions: 19 - cause traced to user. The affected sample was inspected upon receipt to confirm that the dissector had separated. There were no signs of damage to the device. A representative retention sample was inspected to confirm no anomalies with the device. It is possible that adhesive agent peels off due to the effects of force on the device. Also, when the device is forcefully squeezed into the target area, adhesive agent peels off. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 03, 2021. ¿ upon further investigation of the reported event, the following information is new and/or changed: device availability - added date returned to manufacturer. Date received by manufacturer. Indication that this is a follow-up report. Follow-up due to additional information. Device evaluation anticipated by manufacturer - a second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the head of dissector separated from the body during dissection. The dissector head broke off in the patient, but was immediately removed when they found it. No broken piece remained in the patient. The product was changed out. Procedure was completed successfully.